Manufacturer narrative:
Analysis of the pump found that the battery had high resistance. (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient receiving lioresal [2000 mcg/ml] at a rate of 1105.6 mcg/day via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that a critical alarm due to low battery reset and safe state occurred confirmed by telemetry and logs. They were notified of a pump replacement on (B)(6) 2017 and the patient went to the ER because the pump was alarming. There were no symptoms reported and the patient was in the or getting a replacement. The patient received a new pump and it was unknown if the patient is experiencing effective therapy at this time. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.